Event description:
Clinical study. It was reported 1112 days following a coronary artery stenting treatment procedure that the patient expired. The index procedure treated the 99% stenosed 2.5x11mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation with an unknown balloon, and the placement of a 2.5x16mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1106 days post procedure, the pt presented to the hosp with obtundation and confusion. The next day, his discharge summary included lithium toxicity and hyponatremia. At 1108 days post procedure, the patient presented to the emergency room. Per the hospital final summary, there is little information regarding this visit other than he was "walking around and talking" and two hours later he was unresponsive. Following this event the patient was discharged. At 1110 days post the index procedure, the patient was admitted to the hospital for septic shock. He was obtuned on presentation. He was intubated and shown to have a positive urine culture, and was put on multiple pressors for support. Per the source documents, given the patients declining condition and poor chance of recovery, the patient's family withdrew support. At 1112 days post the index procedure, the patient expired in the hospital. The reported cause of death was septic shock. No autopsy was performed. Per the investigator, the relation between the event and the device is unrelated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".